Event description:
It was reported by svc report that the stretcher drifts at both the head and foot end. Also, the side rail latches are not secured with compression springs. No pt involvement or adverse consequences are reported.